Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was referred for electrode revision. It was reported that the reason for the revision was due to a fracture of the electrodes and that the generator was flipped. She said that 1 or 2 months ago the patient stopped feeling stimulation and had exacerbated seizures. She said that per the patient's mother the patient did occasionally manipulate the device in his chest. She said that chest x-rays showed the fracture and the flipped generator. The lead was revised and the they moved the generator submuscular. No additional relevant information has been received to date. MFR report # 1644487-2022-00107 houses the report of lead fracture.

Event description:
The patient's x-rays showed significant coiling and twisting of the lead, consistent with patient manipulating the vns, which is what the physician believes caused the lead break. It was noted that during the revision surgery the generator was placed below the muscle to prevent further patient manipulation of the device.